Event description:
Ventilator not functioning; used ambu bag to ventilate patient. Support staff detected a leak in the system. Switched to another ventilator. No patient harm. No problem was duplicated when tested.device #1is this a laboratory device or laboratory test?no.